Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "prevalence and progression of lv dysfunction and dyssynchrony in patients with new-onset lbbb post tavr" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "prevalence and progression of lv dysfunction and desynchrony in patients with new-onset lbbb post tavr", was reviewed. The article presented a retrospective, single center study to assess the prevalence and progression of left ventricular (lv) dysfunction and mechanical desynchrony in patients with new-onset left bundle branch block (n-lbbb) after transcatheter aortic valve replacement (tavr). Devices included portico, edwards sapien 3, and allegra valves. N-lbbb after tavr results in an immediate reduction of cardiac function, in spite of only mild desynchrony. When lbbb persists, patients with better cardiac function before tavr are more likely to have lbbb-induced lv dysfunction after tavr. [The primary and corresponding author was andrei margulescu, department of cardiology, morriston regional cardiac centre, morriston hospital, heol maes eglwys, swansea sa6 6nl, UK, with corresponding email: andrei.margulescu@wales.nhs.UK]. The time frame of the study was from october 2018 to september 2021. A total of 55 patients were included in the final analysis, of which 33 (60%) received an abbott device. For patients in n-lbbb group, the average age was 83.2 years and the majority gender was female. In the c-lbbb group, the average age was 82.7 years and the majority gender was male. Comorbidities included ischemic heart disease, coronary artery bypass graft, stroke, diabetes mellitus, hypertension, chronic kidney disease, heart block.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including ischemic heart disease, coronary artery bypass graft, stroke, diabetes mellitus, hypertension, chronic kidney disease, and heart block. Some of the complications reported were death and heart block. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on all available information, causes for the reported heart block and death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title "prevalence and progression of lv dysfunction and dyssynchrony in patients with new-onset lbbb post tavr."